Event description:
Narrative from staff: laparoscopy injection needle tip broke off while in the patient¿s abdominal cavity. Narrative from operative report: a needle aspirated device was placed through this trocar and into this cyst. No fluid was noted to be emanating from the cyst and so the instrument was retracted into the trocar. At this time, it was noted that the needle was not still attached. With some slight movement of the bag, the needle was noted to be on the edge of the endo-catch bag and the ovarian cyst. A mayo instrument was inserted into the right lower quadrant port to grab the needle but unable to be done and then the needle was unable to be visualized. Due to concern of the needle within the abdomen that could cause bowel and vascular complications, decision was made to convert to laparotomy for retrieval of the needle and easy visualization if the bowel needed to be evaluated. General surgery was called while this was being done and 2g of ancef given IV x1. Once the modified joel cone incision was made, extending from the right lower quadrant laparoscopic incision, the abdomen was entered, and the insufflation released. Insufflation was stopped and the ovarian cyst could be adequately visualized still within the bag. At this time a scalpel was used to make a half a cm incision and suction was used to remove all the fluid contents. While the contents were released in the bag there is a possibility of some spillage into the abdomen, however unlikely as fluid could be seen at all times entering the suction device. Once the ovarian cyst was desufflated, it was elevated out of the bag and the bag elevated through the incision. Once the bag was elevated through the incision, the needle was seen still within the bag and no holes were visualized in the bag. The needle was removed intact and handed off.